Event description:
Novasure endometrial ablation surgery-when tenaculum was being removed after surgery, it lacerated the cervix requiring suturing. Novasure ablation was carried out into the cervix and vagina causing large burn/tear down side of cervix and burning/scarring of the surrounding vaginal wall. Uterus was sounded to 9 cm, but ablation caused pt to lose normal cervical mucous secretions because ablation was carried out into cervical canal, due to incorrect sounding/measurement. Pt had ovarian pain for 4 weeks following surgery. Pt went into surgical menopause. Ultrasound of uterus showed that surgery had caused adenomyosis, block/dilated fallopian tube, an endometrioma on previously healthy ovary. Pt now had osteoporosis, due to untreated menopause, adenomyosis, and scarring of cervix and vagina. Dates of use: 2008.